Event description:
Used the philips respironics dream station for three years and have developed health complications, pulmonary nodules, heart valve issues, aortic aneurism, shortness of breath. This is a known issue because of foam leaking into the airway where it is continuous inhaled by the patient for over 7 hours every day. Call me to get more info. I would also like to join a legal case, for compensation asap. Please direct me to a reputable firm or class action lawsuit.